Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip at the grip base. The grip along with the grey isolator piece was found to be broken off. The broken piece was not returned with the instrument. Also, the instrument was found to have a broken conductor wire inside the grey isolator part. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. The issue of broken conductor wire and broken grip tips can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the tip of the force bipolar instrument broke, resulting in a fragment falling inside the patient. The fragment was successfully retrieved within the same procedure, which was completed as planned without any additional adverse impact on the patient. The cause of the breakage remains unknown. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.